Manufacturer narrative:
Customer identification unknown / not provided (B)(4). Age and date of birth not provided. Gender not provided. Weight not provided. Lot number not provided. First name not provided. Lot number provided.

Event description:
The doctor reported that the patient was presented with a loosened abutment screw (unihg).

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined. (B)(4).